Manufacturer narrative:
On 8/4/2021, mentor received additional information about this adverse event. The date of explant is (B)(6) 2021, the replacement devices were mentor xtra gel implants - smooth mod + prof xtra 405cc (smpx405). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-aug-2021, the device was returned to mentor for evaluation. The investigation was completed on 9-sep-2021. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. On 10-sep-2021, mentor became aware that the date of explant was not properly populated in field d6b, which has now been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device. Explant and/or reoperation: deflation note: explant date is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate plus profile 450cc and suffered from a deflation on the left side. The patient reported ¿deflation, felt like something stabbed her¿. As a result, the patient will undergo removal and replacement with bilateral mentor xtra gel implants on (B)(6) 2021.